Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction:user's misunderstanding of erratic results.

Event description:
Customer complains of erratic results. Daughter called in and states she does not know if the last 5 test results in the meters memory are fasting or not. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-130mg/dl fasting. Verified the strips expire 1/20/2019. Customer confirms the strips have been properly stored and were first opened 2/24/2016. Customer performed a back to back blood test and obtained 191mg/dl and 178mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:20mg/dl customer called in states the meter is reading erratic. Customer states meter read 20mg/dl and 291mg/dl.